Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 578 mg/dl. Customer's other blood glucose value were 414 mg/dl, 540 mg/dl, 600 mg/dl. The customer treated themselves for high blood glucose values. Troubleshooting was not performed for high blood glucose levels. The device is not expected to be returned for analysis.